Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced recurrent hyperglycemia and hypoglycemia, including extended highs with alerts above 180 mg/dl for over 90 minutes and lows to the 40s lasting about an hour, in the context of multiple user-initiated setting changes (target zones and weight) and factory resets; education and troubleshooting were completed and additional user training was arranged. Symptoms included thirst, fatigue, and device alerts for urgent low soon. Outcomes included self-treatment of hypoglycemia with oral glucose and no professional medical intervention or assistance. Investigation included review of synchronized device logs and technical support troubleshooting with user education. Investigation of this case revealed a cause not determined for both hyperglycemia and hypoglycemia. It was concluded that the event involved hyperglycemia and hypoglycemia with cause unclear, and user retraining was recommended to optimize settings and meal announcements.